Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. Clinical review of all information currently available concluded the following: although a temporal relationship may exist between the last ccpd treatment/liberty cycler and the events of failure to thrive, hospitalization, respiratory intubation/ventilation, cardiac arrest and subsequent patient expiration, there was no documentation supporting a possible causal association between the patient's expiration but it is not known if the patient was undergoing ccpd therapy or connected to the cycler at time of death. While hospitalized, the patient continued with peritoneal dialysis therapy and it appears renal replacement therapy was not discontinued. This patient had a significant co morbidity of preexisting cardiovascular issues and failure to thrive syndrome which may have been contributory to the patient¿s expiration.

Event description:
A peritoneal dialysis (pd) patient¿s pd nurse reported that the patient had been hospitalized on (B)(6) 2017 due to failure to thrive. The patient was reportedly continuing continuous cyclic peritoneal dialysis while hospitalized. The patient subsequently expired on (B)(6) 2017. Additional information received discovered that while hospitalized the patient had required intubation and placement on ventilator. The cause of death was cardiac arrest. The patient reportedly had a medical history of cardio vascular issues and no autopsy was performed. Additional information was solicited but will not be made available as the clinic no longer has access to patient medical records.

Manufacturer narrative:
The cycler was returned to the plant for refurbishment before notification of the patient's event. As such a full evaluation is not possible. The returned cycler was evaluated and no issues were found. The cycler passed all quality inspections and was made available for redistribution without recorded repairs. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.